Event description:
On (B)(6) 2010, pt reported that the beeps did not sound on his infusion device during the self-test and when pressing the buttons. Had pt change to a new battery. Pt stated, the beeps would not sound during the beep test. Pt reported, he pressed the buttons but the beeps would not sound. Verified the infusion device setting for beep volume was set at maximum and the alarm signals were set to beep and vibrate. Had pt change the battery again; beeps still did not sound during the beep test or when pressing buttons. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.